Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Snapped the metal pin on the end of my electric toothbrush so the heads no longer stay on/[heads] fall off in my mouth - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the metal pin on the end of his oral-b toothbrush handle, type 3772 snapped and the oral-b toothbrush heads no longer stay on. No injury was reported. On 06-mar-2025, follow-up via image: the suspect product lot number was 3db23330350. No injury was reported. On 14-mar-2025, follow-up via e-mail: consumer also reported that the oral-b toothbrush heads fell off in his mouth and the product was used to brush his teeth. No injury was reported. On 14-mar-2025, follow-up via image: the concomitant product was oral-b power oral care refills floss action eb25. No injury was reported.